Event description:
Customer stated that the meter is missing segments. A review of the system was conducted over the phone. The review indicated that segments were missing from the meter display. The customer was asked to return the meter for further evaluation and a replacement was provided.